Event description:
It was reported that an implantable defibrillator encountered a power on reset. Review of performance data from the device revealed the lia (lead integrity alert) ramware interacted with detected ecc (error checking correction) producing a power on reset (por). The defibrillator and leads remain in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that diagnostic information is consistent with the reported event. Write to locked ram, ecc-lia conflict identifited in save to disk on (B)(6), 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implantable defibrillator encountered a power on reset. The defibrillator and leads remain in use. No patient complications were reported due to this event.